Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was using insulin pump within 48 hours of reported event. Customer was treated with bolus and manual injection. Customer did not alleging insulin pump was under delivering. Customer also stated that the drive support cap was normal. Customer reported that the bolus history displays all entries based on their recollection. Customer stated that the battery cap was stripped. Customer also reported that the insulin pump received no delivery alarm and was resolved by changing complete set. The insulin pump will not be returned for analysis.